Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified vessel. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment; however, a stent strut was lifted up after engaging with some calcium. The procedure was completed with a different device. There were no patient complications reported.